Manufacturer narrative:
Additional information was received that this pacemaker and temporary rv pacing lead were explanted and replaced approximately eleven days later. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was temporarily taped to the patient's chest with a temporary right ventricular (rv) lead, until the infection clears. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.